Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 2.75x16mm stent delivery system returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the 2 most proximal stent strut rows; struts from the most proximal row were stretched slightly in a proximal direction over the distal end of the proximal marker band. The od (outer diameter) of the remaining undamaged section of the crimped stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad). A 2.75x16mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted the middle strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad). A 2.75x16mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted the middle strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.